Event description:
The dr claims that the pt lost pulses in both legs in recovery. The pt was returned to surgery, abdomen was reopened and attempts were made to declot both of the graft limbs. The graft eventually reopened, but right leg amputation resulted. On 08/25/1998 (about four weeks post-op), the pt returned with the left limb of the graft occluded. The pt was placed on lysis treatment on 08/26/1998.